Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported just finished drawing blood culture from a-line and realized that blood was dripping from the a-line. Secured connection, blood still dripping. A hole was found in t-connector for a-line. T-connector was changed without incident. Dressing changed and a-line functioning well. The customer reported pt had behavioral issues and they suspect that the pt may have bit the tubing. No pt harm reported. No additional info was available.